Manufacturer narrative:
This is one of two complaints concerning the same patient with different reportable events. Investigation was performed against a related customer experience. The reported symptom (fluid leaking) was not confirmed. The reported symptom not draining (no alarm) was not confirmed. Encountered heater bag not detected. A visual inspection of the returned cycler exterior showed no sign of physical damage. At set-up, heater bag not detected¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and replaced. The cause of the observed dried fluid and fluid could not be determined. After replacing the clogged hp1 the simulated treatment was performed and completely without failures. During drain 0, the patient line was clamped and, as expected, a dc (drain complication encountered) support warning occurred after 16 minutes. Passed mushroom head check. Test positive for glucose.

Event description:
Peritoneal dialysis patient contact reported that two days ago and the first night they received the liberty cycler they had a fluid leak when removing the cassette. The patient was not able to complete the treatment the first night and cancelled treatment. Patient was advised to discontinue the use of the cycler. Patient will revert to continuous ambulatory peritoneal dialysis treatment. I advised to follow up with the pd rn in regards to the replacement cycler. Additional information was solicited. The cycler was replaced.